Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had clotting. " it was reported that samples are clotting. Per email: we have had a run of clotted blood specimens from our purple top lab tubes see below: the nicu team and the lab met on thursday to discuss. Correct collection and processing was discussed and I am confident that my team is collecting properly. These clotted specimens have been isolated to this month. My thought is that we may have a bad ¿lot¿ of tubes available? Is there a way to see if there have been any reports from the manufacturer?"